Manufacturer narrative:
Device manufactured between april 5, 2022 to april 6, 2022. The device was received for evaluation containing approximately no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused after 23 hours connected to the patient. The reporter stated folfusor was filled with 8g flucloxacillin with a citrate buffer diluted in 230ml of 0.9% normal saline (nacl). It was additionally reported, the "PICC (peripherally inserted central catheter) line length was very long and it is very possible patient kinked it during" sleep. There was no report of patient injury or medical intervention associated with this event. No additional information is available.